Manufacturer narrative:
Occupation: other; inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a revision procedure to extend the construct was performed on (B)(6) 2020, utilizing the reform pedicle screw system. During the attempted removal of a polyaxial pedicle screw assembly reform ha coated pedicle screw system 6.5 x 45mm (sterile) (39-ph-6545), the tip of the short reform driver, stk adapter (c2602) broke. Another driver readily available in the set was used to successfully complete the procedure. There was no patient injury or delay to the procedure as a reusult of the driver failure.

Manufacturer narrative:
H3 device evaluation - engineering evaluation noted that the hexalobe tip fractured at base. The fractured tip was not returned. Tip failed in torsional overload. A functional check was performed using a reform pedicle screw. The device properly threaded and the locking mechanism functioned as intended. It is not known from the supplied information if the locking mechanism was engaged during the event. Review of device history records found four (4) pieces of lot qc21098-1 were released for distribution on 10/21/2019 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective action is recommended at this time as this is a custom instrument intended to facilitate ease of screw insertion by permitting a power attachment source. Improper use of this driver as a removal instrument possibly contributed to failure.

Event description:
It was reported that a revision procedure to extend the construct was performed on (B)(6)2020, utilizing the reform pedicle screw system. During the attempted removal of a polyaxial pedicle screw assembly reform ha coated pedicle screw system 6.5 x 45mm (sterile) (39-ph-6545), the tip of the short reform driver, stk adapter (c2602) broke. Another driver readily available in the set was used to successfully complete the procedure. There was no patient injury or delay to the procedure as a result of the driver failure.